Manufacturer narrative:
As there was no product returned or lot information provided, no detailed investigation can be performed. The product has been reported to have been received by the user from an unauthorized source (another consumer). Limited and/or lack of detailed information is known for this event, therefore, it is considered to be serious and reportable as a possible serious injury requiring medical intervention. (B)(4)

Event description:
An eye care practitioner has reported that a report was received from an insurance company that a patient experienced an unspecified eye injury associated with a malpractice legal suit. The patient was never seen at their office and was dispensed lenses through another consumer. Further information has been requested, but is not available at this time.